Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the delivery system balloon was radially and longitudinally burst. There were no missing balloon pieces. No other abnormalities observed. Dimensional inspection was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Imagery was provided for evaluation. Provided imagery was evaluated, and the following observations were noted: the delivery system balloon was radially and longitudinally burst. Balloon burst during inflation at the end of valve deployment. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over inflation of the balloon. The reported delivery system balloon burst was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was severe degree of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach in a patient with a severe calcification of the native valve. During the valve deployment, when the valve was still partially deployed, the 26mm commander delivery system balloon burst due to a longitudinal tear close to the nosecone until the middle marker. The 26mm commander delivery system was then removed without issues. A second 26mm commander delivery system was used to fully deploy the valve. The patient did not suffer any injury due to the event and was noted as to be in stable condition.